Manufacturer narrative:
Method/results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported issues with the infusion set cannula bending upon insertion. Patient stated she attempted to insert an infusion site with her insertion assist plus device and after inserting it, she noticed the infusion site hurt more than normal. Patient reported she tried to pull back the skin to see if anything was wrong and noticed the insertion needle was not straight in her body. Patient stated she removed the infusion site and noticed the infusion set cannula was bent. Patient reported she inserted a new infusion site and everything was okay. Patient stated this occurred only once. Patient reported experiencing leaking of insulin around the infusion site while using the infusion set. Patient stated she noticed her shirt was wet and this occurred 3 different times. Patient reported the infusion sites were never in longer than 2 days. Patient stated she will change the infusion sites immediately and everything will be okay. Patient discarded the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.